Manufacturer narrative:
Product event summary: analysis did not confirm the stated reason for return of "shows error when switched on", this fault was not observed in the workshop. It was noted that the device was received in good cosmetic and mechanical condition and that the start sequence was tested several times with no observations, that it passed self test and its incoming test on the automated test console. It was noted that the battery contacts were contaminated and were cleaned to resolve. The main board was calibrated. The device passed its final test on the automated test system.

Event description:
It was reported that prior to use the external pulse generator displayed an error when it was powered on. The event was unable to be duplicated in the workshop. The generator is expected to be returned for evaluation. There was no patient involvement. It was further reported that the generator was returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.